Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Customer is complaining an intraoperative breakage of handle.

Manufacturer narrative:
Examination of the returned instrument confirmed the proximal portion of the handle broke away from the body. The root cause is attributed to misuse; the end cap of the handle is extremely damaged from impaction marks that material has been pushed down into the threaded hole of the end cap. The date code j0610 indicates the instrument was manufactured in june of 2010. A two-year search of the complaint database found (B)(4) that was implemented on march 12, 2013 changed the material from aluminum to overmoulded silicon. The complaint sample is the old design handle. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).